Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with low flow alarms. The patient admitted to a decrease in oral intake during the prior days leading up to their visit. It was known that the patient had a 75% compression of their outflow graft due to extrinsic outflow graft obstruction, as seen from computed tomography (*CT) performed in april. Average flow was similar to previous download. Log files were submitted for review for suspected worsening of the outflow graft. The log captured 117 pulastility index (pi) events on 08jun2026 as well as a few low flow events which also occurred when the pi was elevated.